Event description:
In 2009, the pt was implanted with two (2) gore tag thoracic endoprostheses. The distal end of one gore tag thoracic endoprosthesis was inserted into two (2) cook zenith aortic extenders previously placed in the descending thoracic aorta. On an unk date, a follow-up CT showed a type iii endoleak between the 5-6 cm overlap of the two (2) gore tag thoracic endoprostheses. The following month, the pt underwent a reintervention. A gore tag thoracic endoprosthesis was implanted across the gap between the two (2) gore tag thoracic endoprostheses. The type iii endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted tg3720.